Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was 75 percent stenosed, moderately tortuous, and moderately calcified. During the procedure, it was found that the catheter was fractured. The device was removed and another similar device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was 75 percent stenosed, moderately tortuous, and moderately calcified. During the procedure, it was found that the catheter was fractured. The device was removed and another similar device was used to successfully complete the procedure. There were no patient complications. However, it was further reported that the tip was kinked.

Manufacturer narrative:
E1 (B)(6) hospital.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the telescope, imaging window and sheath were kinked. Microscope inspection revealed there was no damage observed on the distal tip or the guidewire exit port assembly. Functional inspection was performed, and a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter. Media inspection had a video attached shows no evidence related to the reported issue.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was 75 percent stenosed, moderately tortuous, and moderately calcified. During the procedure, it was found that the catheter was fractured. The device was removed and another similar device was used to successfully complete the procedure. There were no patient complications.